Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal and a damaged air detector. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal and air detector were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump needed recalibration. During physical inspection, it was found that the downstream occlusion seal was lifted. There was no patient involvement, no patient injury was reported.